Event description:
During preparation, resistance was felt at the microcatheter hub and it was not possible to advance the coil. The physician removed the coil and noted it was broken in the mid section. There was no patient involved.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted that the pusherwire was kinked at 31 cm, 79 cm, and 97 cm from the proximal end. Microscopic inspection of the returned device noted that the proximal contact was noted to be slightly bent, the main coil was stretched and tangled, no anomalies were noted at the main junction, and the distal end of the main coil was examined and there was no form tip ball present. A functional test could not be performed to determine the as reported coil in catheter friction due to the stretched condition of the main coil. A probable root cause of handling damage will be assigned to this complaint. Therefore, a root cause of handling damage has been assigned to the event.

Event description:
During preparation, resistance was felt at the microcatheter hub and it was not possible to advance the coil. The physician removed the coil and noted it was broken in the mid section. There was no patient involved.